Event description:
During a thyroidectomy procedure, two devices stopped working. A third like device was used and the tip broke. The procedure was completed with a fourth like device. There was no pt consequence.